Event description:
It was reported on (B)(6) 2019, a 29mm trifecta¿ gt valve was implanted. In (B)(6) 2021, the patient presented to the emergency room via ambulance due to sudden chest pain and was admitted to the hospital. An echocardiography was performed and aortic regurgitation (ar) was noted. A trans-esophageal echocardiogram (toe) was performed for further imaging and a possible tear was noted on the non-coronary cusp (ncc). On (B)(6) 2022, the valve was explanted and upon explant a 5mm parallel tear was noted on one of the leaflet stents. A new 27mm trifecta¿ gt valve was implanted. The patient was reported to be in stable condition. Operative notes and echo report was requested but cannot be obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Explant was reported due to "aortic regurgitation" and "a possible tear was noted on the non-coronary cusp". The investigation found that all three leaflets were torn. Leaflet 1 and leaflet 3 had fibrous thickening. Leaflet 1 contained a fold. There was circumferential fibrous pannus ingrowth with narrowing of the inflow diameter. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at two of the tear sites, which could have contributed to the formation of the tear. Also, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The tears and fold causing incomplete coaptation could have contributed to the reported regurgitation.